Manufacturer narrative:
Baxter received and evaluated the device. The DHR review was completed and revealed no findings that could have contributed to the current complaints. Evidence for the reported problem "air in line" was found through the event history log review by the presence of a single "air-in-line!" On the final day of customer use in the log; however, it cannot be determined if this alarm was true or false evaluation found continuity across pins 39 and 40 of the upstream sensor. The upstream sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provide when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any patient involvement, injury or medical intervention is unknown.